Manufacturer narrative:
The last calibration performed on (B)(6)2023 recovered within expectations. For the reagent pack in use on the analyzer, one level of control was run and was within specifications. Per product labeling: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." For a standby reagent pack on the analyzer, one level of control failed and one passed. Instrument check data was within specifications. Analyzer log file data was provided for the dates (B)(6)2023 to (B)(6)2023. During this time, 21 sample quality related alarms were observed. The majority of these alarms are sample clot detection alarms. Sample foam detection alarms were also observed. Camera images captured by the analyzer show unidentified matter floating on the sample surface. This is a clear indication of a sample quality issue. Based on the provided data, a general reagent issue can be excluded. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
Calibration and controls were good.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on cobas e 801 analytical unit serial number (B)(6). Questionable sample results were reported outside of the laboratory. The first patient sample initially resulted in a troponin t value of 15.0 pg/ml and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting in a value of 27.8 pg/ml. The sample was repeated five additional times on the same analyzer, resulting in the following values: 12.3 pg/ml, 12.3 pg/ml, 12.6 pg/ml, 12.7 pg/ml, and 12.3 pg/ml. The sample was also repeated on a second analyzer, resulting in a value of 12.6 pg/ml.